Event description:
User reports blood leaked from the syringe tip and droplets entered the doctor's eye. It is unknown if the unit was examined before use. No treatment given that we have been notified of.

Manufacturer narrative:
Results evaluations: our investigation into this event is based on the digital photos supplied by smiths medical. The sample deformity appears to be consistent with mechanical damage caused by the syringe barrel coming into contact with another ridged object during assembly. Previously, there was a dryer misalignment that was identified and corrected prior to the receipt of this complaint. It is hypothesized this dryer misalignment would cause this type of defect. The mfg records, of the two possible lots, were reviewed, and found to have no notation regarding this issue. Manufacturing has been notified of the issue, and has a heightened awareness of this type of defect. A review of our complaints database reveals no other reports on the two possible device lot numbers given. This report has been logged for trending.